Event description:
The customer reported all settings have been set to factory default values message and power interrupted message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).